Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the pump was charging, the customer delivered a bolus for food while being disconnected from the pump. The customer called tandem's customer technical support (cts) for assistance with determining what happened to the insulin that was delivered. Cts assisted the customer on finding the bolus amount and informed the customer that during the request and delivery of bolus, if the user was not connected, the insulin would drop out from the end of the infusion set tubing onto the table. Reportedly, the customer was certain being disconnected from the pump the whole time; however, reported a blood glucose (bg) level of 300 mg/dl due to a missed meal bolus. Recommendation was made that the customer consult with health care provider (hcp). Customer was satisfied and will consult with hcp.